Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2019-03152.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2019-03152. It was reported the patient complained the pain reduction from the scs system was worsening. The patient's scs system stimulation was adjusted, but the issue persisted and the patient wanted the explantation of the entire scs system. The patient's scs system was removed without any complications.